Manufacturer narrative:
The removed touchscreen was returned to the product investigation lab (pil) for analysis. The pil technician installed the touchscreen into a pil v60 standard test bed (stb) for testing. Visual inspection of the touch screen revealed no evidence of damage or contamination. The pil tech reported the touchscreen passed all of the flex cable resistance testing. Initially, the touchscreen failed the diagnostic and functional testing and also displayed misaligned touch points. However, the pil tech verified the touchscreen was able to be successfully recalibrated by using the touchscreen calibration button noted in the diagnostics portion of the software. Following calibration, the touchscreen passed all diagnostics testing and operated without issue. The touch points were also properly aligned with the liquid crystal display (lcd).

Event description:
Philips received a complaint from a manufacturer's product support engineer (pse) reporting a misalignment in the touch position on v60 ventilator. This issue was identified during periodic maintenance (pm) servicing; the device was not in clinical use. There was no harm. The pse evaluated the device and reported the issue was not resolved with a touchscreen calibration. Therefore, the touchscreen was replaced. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
This report is being submitted as part of a corrective action to replace manufacturer report # 2031642-2023-00256. All information from the original report(s) has been transferred to this report.